Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin was squirting out but no numbers on the screen. The customer reported that they experienced high blood glucose. The customer's blood glucose was 24.8 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they were unable to exit preparing to prime loop. The customer stated that they did not receive second series of beeps or numbers appeared on the screen. The customer stated that the insulin continued to drip after letting of the act button during manual prime process. The customer was unable to troubleshoot for high blood glucose at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.